Event description:
The ar40e model intraocular lens (iol) was implanted in the patient¿s operative eye. In a secondary surgical procedure, the iol was explanted due to complaints of unexpected visual outcome and replaced with an ar40e 19.0 diopter iol. There was no product quality issue. Patient prognosis post lens exchange is unknown. No further information is available.

Manufacturer narrative:
Additional information: section b-3 date of event: unknown/asked information was not provided. The best date estimation is between (B)(6) 2024 and (B)(6) 2025 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.